Manufacturer narrative:
(B)(4). The complaint airvo 2 humidifier is currently en route to fisher & paykel healthcare (f&p) in (B)(6) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the pt101 airvo 2 humidifier speaker was faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint pt101 airvo 2 humidifier was received at fisher & paykel healthcare (f&p) in new zealand and was inspected and performance tested. The device was performance tested and the audible alarm function was checked. Results: during testing it was found that the audible alarm did not function. The fault was traced to a faulty speaker and electrical resistance testing showed that the speaker's resistance was open circuit. Conclusion: as part of our ongoing product improvement initiatives, a new speaker unit has been sourced from a different supplier. The airvo 2 humidifier user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section the alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) field representative that the pt101 airvo 2 humidifier speaker was faulty. There was no patient involvement.